Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling intermittent jolting where the ins was located when in the upright position. It was noted that the patient plays roller derby and this might have contributed to the issue. The rep was to meet with the patient on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the intermittent jolting was not determined. The patient was reprogrammed by another representative and the issue had been resolved. No further complications reported.